Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer was unable to reset the pump immediately due to not having the necessary cable available at home and planned to call back once the cable was on hand to perform the reset.